Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer's representative regarding a patient receiving 15.0 mg/ml hydromorphone at 1.316 mg/day via an implanted pump in simple continuous infusion mode. The pump's indications for use (IFU) were listed as non-malignant pain and complex regional pain syndrome type 1. The event logs indicate that a motor stall occurred on (B)(6) 2014 at 13:11 and the stall recovered on the same day at 13:44. No cause of stall, symptoms, or troubleshooting information was provided. Additional information has been requested; a follow-up report will be filed if additional information is received.